Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, but malfunction recurred, so customer was advised to continue using current pump with backup insulin method if needed while technical support arranged shipment of replacement pump with updated software.